Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration). The g5 system is associated with product code pqf.

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017, that the patient experienced a skin reaction under the sensor patch. The sensor was inserted into the arm on (B)(6) 2017. The reaction was described as itchy and red. Affected area was treated with over-the-counter (otc) aquaphor and hydrocortisone cream that was prescribed on (B)(6) 2017 by the patient's physician. At the time of contact, patient was fine. No additional patient or event information was provided. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. The patient using the cgm system is under two years old. Labeling indicates: the dexcom system is a glucose monitoring system indicated for detecting trends and tracking patterns in persons (age 2 years and older) with diabetes. The system is intended for single patient use and requires a prescription.